Manufacturer narrative:
The technician replaced two of the brake casters to repair the stretcher.

Event description:
Info received, indicates two of the brake casters will swivel if the stretcher is leaned on and the brake is set.